Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodule with erythema and heating and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection to the cheekbones, nasogenian folds, and nasojugal folds with juvederm voluma with lidocaine patient was treated with "local heating and cooling." Six weeks later patient developed "hard nodule with eritema and heating" at the right cheekbone and was diagnosed with "abscess-infection." On the same day the patient was treated with levofloxacin, infiltration of triamcinolone and hyaluronidase, ampicillin + sulbactam, "hospitalization at home" (physician suggested patient remain home), and daily abscess drainage. Symptoms are ongoing.